Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug assembly was returned and observed to not be seated correctly on the mount. Extracted data from returned sensor using approved software. Sensor plug assembly was removed and visually inspected. Linearity test was performed, and test passed with satisfactory results. Uncurled snap was observed, indicating improper assembly by the user. This case is not confirmed to use error.

Event description:
A customer reported a low readings issue with the adc freestyle libre, reporting that on (B)(6) 2019 a sensor scan of 240 mg/dl was compared to a built-in meter reading of 800 mg/dl and the customer was placed in intensive care. Adc notes that the freestyle libre built-in meter displays 'hi' for readings greater than 500 mg/dl. The customer further reported that he was diagnosed with hyperglycemia and administered insulin for treatment. Additionally, the customer stated that he concurrently had flu and pneumonia, and was treated with "other [unspecified] drugs due to the flu". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre, reporting that on (B)(6) 2019 a sensor scan of 240 mg/dl was compared to a built-in meter reading of 800 mg/dl and the customer was placed in intensive care. Adc notes that the freestyle libre built-in meter displays 'hi' for readings greater than 500 mg/dl. The customer further reported that he was diagnosed with hyperglycemia and administered insulin for treatment. Additionally, the customer stated that he concurrently had flu and pneumonia, and was treated with "other [unspecified] drugs due to the flu". There was no report of death or permanent impairment associated with this event.